Manufacturer narrative:
D4: corrected UDI.

Event description:
Clinical narrative: an impella 5.5 was inserted via the axillary site to support the 76-year-old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was on inotropes and vasopressors prior the pump placement. The other underlying medical history was not shared. On day 10 of the support the team observed an access site bleed/ooze and the patient had an associated drop in hemoglobin. The team stopped the heparin infusion and gave 2 units of blood to remedy the issue. Additionally, the team applied a sandbag at the site. The patient was on both anticoagulants and antiplatelets- specifically heparin, aspirin, and plavix. It is known that the anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The pump remained on for support despite the bleeding, but after 15 days of support the patient expired. The pump use was not noted to be the cause of death. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e. The device was discarded.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d4 (serial). The cause of the access site adverse event was use related as bleeding was associated with anticoagulation and resolved after heparin was discontinued.